Event description:
Chronic migraine, neck, back, joint pain, inability to move shoulder correctly. Chest pain, shortness of breath, ringing in my ears, esophageal issues such as choking and inability to swallow. Aspirating while sleeping, eye twitching, severe cramping in legs, feet, hands. Very heavy metal load. Positive testing to lyme disease. Chronic fatigue.